Event description:
It was reported the lead was explanted and replaced due to high thresholds and dislodgment. No patient complications were reported as a result of this event. Additional information received reported the device was explanted due to "suspected failure."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found; full lead was returned for analysis. Analysis of the ipg is in process; the results will be forwarded when available.